Event description:
"Playtex gentle glide" tampax does not expand when full, but becomes a small egg like shape. I have never had a tampax get hidden up inside. Every other one I have used expands and is very obvious. The playtex gentle glide was hidden up on the side of the entrance to my cervix. I could have gotten toxic shock because it was in there for days. I had a suspicious feeling and searched for it. I would imagine this product is causing toxic shock for many people. Diagnosis or reason for use: period. Event abated after use stopped: yes.